Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controllers log files was not performed since the log files were not available for analysis. On-site inspection revealed that the outer sheath of the driveline was torn. In addition the outer sheath was broken and small tear was visible. The site applied rescue tape to the driveline cable to mitigate the reported event. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the outer sheath of the driveline was torn. The outer sheath was broken and a small tear was visible in the silicone surrounding the wires midway between the patient and the controller. The vad coordinator applied rescue tape to the driveline cable. No further information was provided.